Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that the power supply (powervar) power cord on the lh750 instrument had a small fire when trying to power the instrument back up. The fire was extinguished almost instantly. No injuries were reported and no erroneous patient results were generated. The fire department was not called. The power supply is not manufactured by beckman coulter. However, beckman coulter does install the power supply with the lh750 instrument. As a result of the fire, a field service engineer (fse) installed a new power supply on (B)(6) 2012. Fse connected all peripherals and ensured that it worked properly. All controls ran properly. Root cause of the event is unknown.